Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that black plastic impactor fractured during surgery. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned product found it to exhibit signs of repeated use (nicked and gouged) and is fractured. All pieces were returned. The device was submitted for further analysis. Analysis determined (the features of this fracture surface and mode align with those reported in zrm_wa_0507_19 rev. 2 summary of failure analysis of knee impactor fractures). Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is confirmed based on the returned fractured device. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.